Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic. Chest x-ray was performed and revealed the left ventricular lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation. The patient no longer experienced diaphragmatic stimulation and would continue to be monitored with routine follow up.